Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, shaft damage was observed. Upon opening the 2.50x24mm taxus express2 drug eluting stent, it was discovered that the hypotube was fractured. The device was not used. The physician completed the case successfully with another of the same device. There were no patient complications reported.

Manufacturer narrative:
The device has been received for analysis, but the additional testing is not complete at this time.